Manufacturer narrative:
Concomitant medical products: lead 407658, implant date: unknown, lead 407652, implant date: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) exhibited ventricular safety pacing. The atrial lead was found to have dislodged and fallen in the right ventricle. The device was reprogrammed and the atrial lead repositioning has been planned. No patient complications have been reported as a result of this event.